Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. The root cause was determined to be a seized and rusted drive train motor at the brake housing area. The probable root cause of the rusted drive train motor is due to improper routine maintenance of the device. The brake housing was cleaned and adjusted to remedy the fault. The autopulse platform is a reusable device and was manufactured in september 2010 and is 8 years old. It has exceeded its expected service life of 5 years. There were no preventive maintenance performed for this platform since the time of its purchase. The brake gap inspection was performed and verified the brake gap was within the specification. Visual inspection was performed and found flickering lcd backlight, unrelated to the reported complaint. The lcd needs a replacement to address the issue. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. Review of the archive data indicated user advisory (ua) 16 errors occurred on the reported event date. Following the repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the autopulse platform (sn (B)(4)) used on a (B)(6) year old male in cardiac arrest who had agonal breathing an hour before calling an ems, upon powering on, the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) error message. The manual CPR was immediately performed on the patient. The rosc was not achieved and the patient was pronounced dead. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During the call, the autopulse platform (sn (B)(4)) was used on a (B)(6) years old male patient in cardiac arrest. The patient was placed on the autopulse platform. Upon powering on, the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) error message. The manual CPR was immediately performed on the patient. The rosc was not achieved and the patient was pronounced dead. Per a reporter, the family observed the patient agonal breathing an hour before calling an ems. No additional information was provided.